Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unknown. It was reported that an aortic cuff was implanted in 2001 due to a type I endoleak. A palmaz stent was also implanted just below the renal arteries for treatment of the endoleak. It was reported that a CT scan in 2003 showed that the infra renal aneurysm had little to no fixation proximally, and the aortic neck had dilated over time. Three months later, the patient returned for further treatment of the type I endoleak, and because the palmaz stent was close to the renal arteries, an infra renal cross clamp could not be placed. The patient was also a poor surgical candidate and cross clamping was not an option. The physician elected to wrap the external aortic neck with a graft fabric to apply external pressure around the intra aortic neck stent graft. No clinical sequelae were reported, and the patient is reported to be fine.